Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed, and no complaint related issues were found.

Event description:
Motor vehicle accident on (B)(6) 2012. Patient underwent surgery on (B)(6) 2012 with open reduction plate right femur. On (B)(6) 2012, patient started of partial weight bearing. On (B)(6) 2012, patient complained of pain on right thigh. There was no traumatic event or fall. X-rays taken on an unknown date revealed broken implant. On (B)(6) 2012, patient underwent revision surgery. Intraoperative findings were new fracture through callus. Broken implant, no evidence of infection, no screw loosening.

Manufacturer narrative:
Device used for treatment and not diagnosis. The examination of the manufacturer documents, technical drawing and raw-material inspection certificate showed that the chemical composition, microstructure and mechanical properties of the plate are in compliance with the international standards. The dimensions were in compliance with the technical drawings of the producer and ao asif specifications. The failure was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Sem observations and findings indicate that the plate failure was caused by fatigue and overload. Postoperative activities may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.